Event description:
My son was born (B)(6) 2005 and I asked my doctor to tie my tubes. She wouldn't lister to me and told me to wait. Three years later, I asked her again to tie my tubes because I was done having children. She convinced me to go a different route. She told me about essure procedure. She said it was painless and less recovery time. When I had the procedure, when she inserted the right side everything went fine. When she inserted that left side it hurts so bad. She had to take it out and reinsert it. She told me I would have some discomfort. I remember calling several times letting her know that I had a lot of pain on my left side. When I went in for my 3 month check up on the procedure, they said everything was fine. It is now 2015 and I still have pain on my left side. I have gone to several doctors and had several scans, mris, x-rays you name it. No one can tell me why I have pain. I am unable to exercise a lot, because I will be in a lot of pain. I have pain after sex, I have pain after long periods of sitting. There is no medication really that takes this pain away. I have tried ibuprofen, tylenol, heating pads, ice packs and pain patches.